Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On october 2, 2020, olympus medical systems corp. (Omsc) received literature titled "endoscopic band ligation (ebl) is superior to endoscopic clipping for the treatment of colonic diverticular hemorrhage". The purpose was to evaluate the clinical outcomes of ebl in the treatment of colonic diverticular hemorrhage compared with those of endoclips. In the literature, it was reported that 16 early rebleedings during esd were observed in the patients with acute lower gastrointestinal bleeding who underwent colonoscopy from january 2004 to october 2010 at st. Luke¿s international hospital in tokyo, japan. The author wrote, "although 9 patients were managed conservatively or by endoscopic retreatment, tae or colectomy was performed for 7 patients because of uncontrollable hemorrhage from the previously treated diverticula.", and also, "early rebleeding was defined as rebleeding observed by endoscopy within 30 days after initial treatment that needed further treatment by endoscopy, tae, or surgery." The esd procedures were performed using an ez clip (hx-610-135; olympus), and an endoscopy (pcf-q260 ji or gif-q260 j; olympus). Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. However, the author wrote, "tae or colectomy was performed for 7 patients because of uncontrollable hemorrhage from the previously treated diverticula". Therefore, omsc will submit 1 medical device report (MDR) of hx-610-135 for 7 early rebleedings that required tae or colectomy.